Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report.

Event description:
In the journal of arthroplasty article "primary total knee arthroplasty performed using high-viscosity cement is associated with higher odds of revision for aseptic loosening," one table provides information that for simplex (not hv, with and without antibiotics), 48 revisions were performed for aseptic loosening. Study cohort (4537 patients total) had a mean age of 66.1 ±9.4 years. 37.9% of patients were male, 62.1% female. This pi is for simplex with no antibiotics. Journal of arthroplasty 35 (220) s182-s189.